Event description:
It was reported that during a lap prostatectomy procedure, the device was activated three times and then the tissue pad fell off. The surgeon retrieved the tissue pad from inside the patient and opened a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.